Manufacturer narrative:
The subject device was sent to olympus for evaluation. Inspection and testing found the probe broke 14.5 mm from the distal end. Scratches were observed around the broken surface of the probe. There was a black discoloration on the broken surface of the probe. Cracks spread out from the black discolored area. There were no scratches around the starting point of the probe rupture. The surface of the grasping section was worn, but the metal part under the surface was not exposed. Part of the grip surface was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the probe broke due to ultrasonic output being activated while the probe was in contact with a hard object, such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools, to remove foreign substance adhesion. As a result, the probe was scratched. A force may have been applied to the probe due to continuous use of the probe with scratches, causing the probe to break at the scratched area. The peeled surface was likely due to the ultrasonic output being continuously activated by closing the grasping section while nothing was grasped between the grasping section and the distal end of the probe. Or, the ultrasonic output was repeatedly activated when it was not possible to confirm whether the grasped tissue was completely resected causing the grasping section to peel off. However, a definitive root cause could not be identified. Since the probe of the subject device was broken, the output activation could not be confirmed. However, it is likely the e0.5 was caused by the following: -the power was turned on while the pedal of the footswitch was stepped on. -the power was turned on while the footswitch plug was shorted with moisture adhesion. The device's instruction manual provides the following warnings, which may help to prevent the issue: "if the ultrasonic output stops during the procedure, the ultrasonic output warning lamp of the generator lights up and a warning tone sounds, immediately remove the insertion section of the instrument from the patient, with the transducer and connection cable connected. Then inspect the probe and the handle as follows. Otherwise, patient injury and/or equipment damage could occur." "Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound." "When the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or break and detach into the body cavity during ultrasonic output." "If the ultrasonic output stops during the procedure, the ultrasonic output warning lamp of the generator (sonosurg-g2) lights up and a warning tone sounds. Immediately remove the insertion section from the patient, and inspect it according to the instructions given in section 8.2, ¿when the ultrasonic output warning lamp lights¿. Otherwise, detachment of the probe tip may result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a therapeutic laparoscopic procedure, the probe was damaged when it was wiped with gauze outside of the body due to dirt on the grip. A second device of the same model was then used in the procedure and when it was wiped with gauze outside of the body, the probe on that device was also damaged. At some point, the device reportedly displayed an e0.5 error. Since the part of the procedure when the sonosurg was used had already been completed, they completed the intended procedure using other treatment tools. Both of the devices had been used approximately thirty (30) times prior to this procedure. There was no impact on the patient's health. There was no patient or user injury reported due to the events. This report is being submitted for the issue with the first device, with patient identifier (B)(6). The issue with the second device is being reported on the medwatch with patient identifier: (B)(6).